Manufacturer narrative:
(B)(4) date sent: 10/7/2020 see attached user facility medwatch # 2201100000-2020-8015

Manufacturer narrative:
(B)(4). Batch #u5cv7e. Investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one gst45d reload loaded in the device. The reload was received partially fired 1/2. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a bi-lobectomy, mid-fire, the device locked out and the surgeon was unable to open the device with the specimen inside the device. Surgeon had to cut out the device with the specimen still in the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.